Event description:
The customer reported that the system would not make an exposure. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep contacted the customer by phone and directed them in repairing the system. The system was tested and operates as intended.